Event description:
In this event it is reported that waveone gold reciprocating file primary 25 mm broke during use. Broken piece remains in patient's tooth, patient referred to endo. No injury occurred.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
After multiple documented attempts the device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.